Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that a resolution clip device were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2023. During the procedure, it was reported that clip tried to open however, it would not open. After manipulation, the clip limply hanging from the catheter prematurely deployed inside patient. The same problem occurred with the other resolution 360 clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.